Manufacturer narrative:
A customer reruns all troponin results greater than 0.04ng/ml. No sample information and centrifugation data was provided by the customer. Per customer documentation, qc was within their specifications before and after the event. Accutni reagent was recalibrated last on (B)(6) 2011. System checks run on (B)(6) 2011 and (B)(6) 2011 passed all specifications. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. Prior to visit the fse had the customer run 30 replicates of troponin, using wash buffer as sample, all results recovered at 0.00ng/ml or 0.01ng/ml. The fse replaced hardware and performed a system check verification which passed within the acceptable range. The fse also successfully performed troponin and digoxin re-calibrations. All qc passed. Hardware verified per published performance specifications. Although fse addressed multiple hardware issues, no clear root cause could be determined to date.

Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining non-reproducible, false positive troponin (accutni) results from multiple patient samples that were generated by the access immunoassay system. The erroneous results were not reported out of the laboratory. The customer provided data for one patient and was unable to provide exact results or dates of events for all patients. There was no instance of death, injury, or serious medical deterioration, or inappropriate medical treatment due to result.